Event description:
It was reported that the user experienced repeated dexcom g7 continuous glucose monitor (cgm) pairing failures with the ilet system, including persistent ¿failed connection¿ and ¿dosing stopped¿ alerts, consistent with an intermittent communication failure involving the sensor¿s wireless interface, including antenna and related electrical/magnetic components. No adverse clinical signs, symptoms, or conditions and a blood glucose peak of 195mg/dl was reported. Outcomes included no health consequences or impact; the user continued insulin delivery using manual blood glucose entry. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with involvement of the antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.